Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and found to be within specification.

Event description:
It was reported the lead perforated the myocardium. The lead was explanted and replaced.